Event description:
Procedure type: urological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional information: date of report: (B)(4) 2012, device info: uretex to urethral support system, (B)(6).